Manufacturer narrative:
(B)(4). The complaint of infection cannot be analyzed or refuted via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient observed bleeding and pus around the ipg site 2 weeks after implant. In turn, the patient presented to the emergency room on (B)(6) 2016 where he was immediately admitted and placed on IV antibiotics. Reportedly, the incision site was washed and debrided to further address the issue. Subsequently, an infection was confirmed and as a result surgical intervention was undertaken on (B)(6)2016. The ipg was explanted during the procedure; however, the lead is still implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the issue is resolved.